Event description:
Valve was tested, but not used. Another 42534 was also tested, but not used. The testing of these two valves occurred after the first 42534 was hooked up and there was no fluid intake from the ventricle. A delta valve was then implanted.